Event description:
It was reported that a catheter problem/complication occurred. The patient stated that the catheter had been installed a couple of times. The patient stated ¿one bolus broke inside¿ her. It was reported that it cracked and was replaced with a new more flexible one. The date of the event is unknown but the patient thought it was within the last year. The pump delivered dilaudid. No outcome was reported regarding this event. Additional information was requested to clarify event details of the catheter fracture, patient symptoms and outcome. This information was not available at the time of the report. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the patient experienced poor analgesia. Increased neck pain was also noted. On (B)(6) 2014, an inability to aspirate fluid was noted. On the same date, during a pump refill, more medication was withdrawn than what was expected. On (B)(6) 2014, during a catheter evaluation, the catheter was unable to be aspirated. On (B)(6) 2014, a surgical revision involving the catheter was performed. As of the same date, the outcome was resolved without sequelae. It was indicated that the event was related to the entire catheter. Pump logs indicated that the device system was used to deliver hydromorphone. However, it was also indicated that the patient was using lioresal or infumorph. Further follow-up is being conducted to obtain clarify this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider via a clinical study. It was reported that there was a catheter dislodgement.

Event description:
Additional information received via the healthcare professional (hcp) reported the catheter was noted to be at an unknown level due to the patient's scoliosis.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the revision occurred on (B)(6) 2014. Infumorph was not involved in this event.